Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. The event date is unknown. According to the complainant, while withdrawing the catheter to retrieve stones the balloon ruptured at the duodenal papilla and fell into the duodenum. It is unknown if any attempts were made to retrieve the detached portion of the device. There were no patient complications reported as a result of this event. The procedure was competed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should any information become available, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. The event date is unknown. According to the complainant, while withdrawing the catheter to retrieve stones the balloon ruptured at the duodenal papilla and fell into the duodenum. It is unknown if any attempts were made to retrieve the detached portion of the device. There were no patient complications reported as a result of this event. The procedure was competed with this device. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should any information become available, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the proximal and distal bonds of the balloon were intact, but the balloon had burst. It is most likely that the balloon ruptured due to contact with a stone, therefore the root cause is operational context. A review of similar complaints was carried out and no similar complaints were found. The device history record review confirmed that this device met all material, assemble, and performance specifications.

Manufacturer narrative:
Patient information is unknown. Event date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.